Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clips would fall off as it was being put through the trocar. The pt was returned to the or for a bile leak. The pt is doing fine.